Manufacturer narrative:
On (B)(6) 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation a tear was observed on the anterior view, measuring approximately 2.0 cm. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast surgery with two mentor smooth round high profile 380 cc saline breast prosthesis and experienced a carcinoma and a deflation on the right side and asymmetry on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the left side device.